Event description:
Reporter alleged obtaining the results of 1.3 mmol/l and 3.6 mmol/l back to back within 10 minutes on the compact plus system. Reporter stated she was feeling hypoglycemic symptoms, but she ate a sandwich and felt better. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).